Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report; not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010. It is further alleged that he suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010. It is further alleged that he suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Manufacturer narrative:
Device info added. An event regarding alleged excessive levels of chromium and cobalt involving a meridian stem was reported. Conclusions: the subject device is manufactured from materials which do not contain chromium or cobalt. As such, there is no indication the subject device would have contributed to the reported elevated chromium and cobalt levels. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.